Manufacturer narrative:
An investigation of the reported condition was performed. Since no samples were returned, the reported condition was not confirmed. A review of the device history record was performed for the lot. During this investigation, no discrepancies were found. There were no manufacturing related issues related to the complaint issued for these lots. Since no root cause could be identified, no corrective or preventive action is planned at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/1/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the x-ray sponge was unmarked making it unusable. The radiopaque strip was missing from the sponge.